Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent skin debridement (B)(6) 2014 due to an infection at the abutment site and was treated with oral antibiotics. The implanted device remains.